Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 45mg/dl and was having a hard time regulating the blood glucose. Customer indicated that they attempted to fix the meter . Customer declined low blood glucose troubleshooting but was transferred to provide further assistance. No further details given.